Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed, there were zero (0) notifications noted that pertained to the complaint and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 syringe 1.0ml 31g 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that when drawing up novolin insulin from vial into new syringe the insulin turned red. Sample status : awaiting sample with 60 units of red insulin in syringe successful customer contact : (B)(6) 2021.